Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing, as well as visual evidence provided by the site, revealed that the controller's lcd display was blank and the led indicators on the controller's front panel were not illuminating, and the controller was unable to communicate with a monitor. Functional testing also revealed that the controller was unable to register commands from the front display push buttons and a no power alarm was active during testing despite the controller receiving power from the connected power sources. Internal inspection of the controller did not reveal any anomalies. Supplemental testing was performed and revealed that the user interface controller (uic) was faulty. The uic is the main integrated chip responsible for the operations of the controller, including recording da ta in the controller log files and displaying information on the controller lcd display. After the controller board was replaced, the controller performed as intended. As a result, the reported display error and no power alarm events were confirmed. The reported "flashing yellow alarm" was not duplicated during testing; however, it is likely that the faulty uic contributed to the reported alarm at the time of the event. The most likely root cause of the reported event can be attributed to a faulty user interface controller investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller program issues during the initial setup. The controller did not work with the power sources and the screen stayed black with a no power alarm and a continuous alarm. The controller was exchanged. There was no patient involvement.